Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited system onsite and confirmed that the system could not boot up. The review of system log files showed malfunction of the pdu (power distribution unit) fan tray and dcps (dc power supply) (psu-1). Upon troubleshooting, the fse identified two open fuses, f4 and f1 on pcb ny1. The fse checked the input power supply, and detected a fault in the m cabinet, specifically the pdu unit (input power supply tray with fans). To resolve the issue, the fse replaced pdu fan tray and dcps. After which, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.